Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 107mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Remove MDR codes: 4114, 3221, 67 add MDR codes: 4118, 3233, 11 remove MDR codes: 4114, 3221, 67 add MDR codes: 4118, 3233, 11.